Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: (B)(4) reported a piece of material fell off a pediport (2nd port inserted, first one was fine). They believe the piece came from the valve because the gas started to leak. They retrieved the piece from the abdomen and collected for return. No harm or injury to patient.